Manufacturer narrative:
Correction: h11 - provide narrative/data in 2017865-2025-39587 submitted on 8 apr 2025 should have been blank instead.

Manufacturer narrative:
Product #1 pi main (B)(4). An event of loss of pairing and unable to pair resulting in no clinical signs, symptoms or conditions which caused no health consequences or impact to patient was reported. The status of application is not applicable and was not returned. Remote care technical support was contacted. Device history record (DHR) review was not required per investigation procedure. The root cause of the reported event was unable to be determined. Further instruction or help was provided from the remote care technical support and the patient/customer will call back if further assistance is needed.

Event description:
It was reported that the insertable cardiac monitor exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.